Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vessel. A 6.0-4/4t/40 symmetry 40 balloon catheter was advanced for dilation. However, on initial inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported.